Manufacturer narrative:
No parts have been received by the manufacturer for evaluation following multiple attempts. The issue resolved on-site after a system reboot. The software investigation was unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. Logs indicate connectivity issues after startup between the mobile view station (mvs) and image acquisition system (ias) as well as an exception in the pleora iport thread which could result in the errors reported at the site. However, there is no evidence in the logs of an error message being reported to the user. The system did function properly after a reboot with no further occurrences of the issue reported. Logs do not provide sufficient information in order to determine the root cause of the issue. Recommend to monitor site for reoccurrence of this issue. This case may be re-opened if additional information is received. A medtronic representative went to the site to test the equipment. Rear cab breakout panel, requested and replacement part shipped to site. The imaging system passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that, during a spinal fusion procedure, the site experienced two different error messages from the imaging system that they could not remember what they were. After the imaging system was brought into the room, everything was working normally until suddenly the pendant showed the three component bars and an error message appeared on the mobile view station (mvs). The radiologic technologist (rt) was able to click okay on this and move forward. When she attempted to take an image, a different error message appeared that didn't let her move forward. While troubleshooting they rebooted the imaging system and everything worked normally after that. There was a reported delay of less than ten minutes to the procedure for the system reboot. There was no impact on patient outcome.